Event description:
It was reported that the right ventricular lead had t-wave oversensing (twos) and varying r-waves. Follow up is currently in progress for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had t-wave oversensing (twos) and varying r-waves. The sensitivity on the device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2011 (B)(6). (B)(4).